Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. See scanned page. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history was as follows: time: 9:30, bg (mg/dl): 259, bolus (u): 1.25, time: 10:19, cho (g): 66, bolus (u): 2.30. At 11:00, he noticed the cannula was out of the infusion site so he deactivated the pod.